Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred after the pump battery fully depleted do to normal use. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an insulin pen as alternate insulin therapy.